Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the air in the steerable guide catheter (sgc). It was reported that during insertion of the clip introducer into the hemostatic valve of the sgc, the three-way stop-cock that was attached to the flush port of the clip introducer was inadvertently turned to open and air entered into the clip introducer. The air was aspirated out of the sgc through the flush port. No air entered the patient. During this, the clip was inadvertently pushed out of the clip introducer and while pulling it back into the clip introducer, the clip became caught in the clip introducer. When the clip was pulled back, it was noted that a piece of the blue clip introducer was in the grippers of the clip. The clip delivery system (cds) was removed and replaced with another cds. Using the same sgc, one clip was implanted reducing mitral regurgitation (mr) from 4 to trace. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported leak appears to be related to procedural conditions due to the stop-cock of the clip introducer of the clip delivery system (cds) was inadvertently opened which air entered the system. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.